Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on the my cgm screen. Customer¿s blood glucose level was 209 mg/dl. Reportedly the issue was resolved and the customer successfully resumed insulin therapy.